Event description:
Patient with complex medical history admitted for suspected line infection. Patient was receiving IV antibiotics. The nurse identified that the line was leaking at the thickest part of the line close to the hub. It appeared to the rn that there was a tiny circular area (tiny hole). Line was repaired with a 6 french repair kit and was secured on a tongue blade for 48 hours.patient was scheduled to be discharged. Another hole in the same position was noted, and repaired with a 6.5 repair kit.